Event description:
Distributor called carefusion technical support and reported transducer fault. Not on patient. No patient harm.

Manufacturer narrative:
The distributor evaluated the device and determined that the issue is allegedly caused by the main pcb and has sent the alleged failed component back to the manufacturer. Once the component is received an evaluation will be completed and if there is further information a follow-up report will be submtted.